Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error and unable to exit from the home screen on the insulin pump. The blood glucose reading was 90mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons and alarmed for a button error due to corroded keypad traces. No blank display was noted. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.